Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017 and (B)(6) 2017. User makes bolus requests without entering current bg levels and still having insulin on board (iob). User switches basal rate setting from 0 u/hr to 3 u/hr throughout the day. Basal rate has since been adjusted down. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rate may have needed to be adjusted at the time. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels and sugar was consumed to address the bg level. The contact reported that the pump basal rate setting was changed from 1.5 to 3 units and the contact reported that the pump made this change "on its own". As the contact did not have the pump at the time of the report, a pump system check was unable to be performed.